Event description:
Patient representative reported a patient experienced swelling in the left breast. An ultrasound performed and a cytological examination alcl was diagnosed. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.

Manufacturer narrative:
(B)(4). The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling and lymphoma - alcl - suspected. Date of alcl diagnosis: 2021.